Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a non-vascular procedure, about 10cm of the access wire tip detached within the patient's kidney. The physician successfully removed the wire tip with no additional consequences to the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found. Corrective actions are in process.